Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that before use the guidewire (subject device) broke when taken out of the inner pouch. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The guidewire was received in two fragments: the proximal fragment was measured to be 56.0cm in length and the distal fragment was 148.0cm in length. Magnified examination of the fracture site showed the core wire was fractured. The guidewire was bent at the fractures site. From the condition of the guidewire at the fracture site, it appears that the guidewire was bent first and then separated. The guidewire was examined and it was found to be bent on several places along its length. The guidewire was bent just proximal to the fracture site. The guidewire was also bent on its distal section on its poly sleeve section. The guidewire ptfe coating was examined and it was found to be scrapped off very close to the fracture site. Information available indicated that the device was confirmed to be in good condition prior to use. It was reported that the event occurred when the device was taken out of the inner package. Information available indicated that the carrier tube was flushed and there was no resistance while removing the guidewire from the carrier tube. Based on the information available and analysis of the device, it is likely that the guidewire became bent during removal from the carrier tube, causing the guidewire to break and the ptfe coating to peel around the fracture site. Therefore, an assignable cause of handling damage has been assigned to this investigation.

Event description:
It was reported that before use the guidewire (subject device) broke when taken out of the inner pouch. There was no patient involvement.